Event description:
Reportedly, no data were available in the episode's memory during a post mortem interrogation of the subject device involved in this MDR report. The device was returned for analysis.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.